Manufacturer narrative:
Date rec¿d by MFR : 28mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and determined the power switch overlay required replacement. The fse replaced the power overlay switch and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. (B)(4). No phone number provided.a follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's orange and green light emitting diode (led) indicator was faulty. There was no patient involvement.